Event description:
The customer observed false positive alinity I troponin-I results generated on an alinity I processing module for a 53-year-old female patient diagnosed with heart palpitations. The following data was provided: sid (B)(6) result = 126.1 ng/l, sid (B)(6) result = 119.8 ng/l, sid (B)(6) result = 141.5 ng/l, sid (B)(6) result = 137.6 ng/l. Human anti-mouse antibodies (hama) were not detected using heterophilic blocking tubes (hbt). Precipitation with peg 6000 was done to identify potential macro-complexes. After using peg 6000, negative results were obtained (no actual value was provided); therefore, confirmation was performed on other analytical systems. Macro-complexes were confirmed in the alinity I hs troponin I method. However, slight positivity of cardiac troponins I and t cannot be excluded, which is supported by findings of mildly elevated hs troponin I (access beckman), hs troponin I (snibe), and hs troponin t (roche). There was no impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, alinity I stat high sensitivity troponin-I list number 4z21, 510k k202525. Additional information in section a1 patient identifier: sid (B)(6), sid (B)(6), sid (B)(6), sid (B)(6). A complaint investigation was conducted for the alinity I stat high sensitive troponin-I reagent, lot 81023ud00. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the customer¿s issue. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data from customers worldwide. The patient median values are within the established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per the product's labeling, autoantibodies may react with troponin I or t with a prevalence dependent on the cohort tested. The presence of autoantibodies may result in the observation of elevated troponin values (e.g. ¿macrotroponin¿). The clinical impact of autoantibodies is not fully defined but research has demonstrated an association with conditions such as cardiomyopathy, myocarditis, cardiotoxicity and remodeling. Troponin results should always be used in conjunction with other patient information. Specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis. Based on the investigation, no systemic issue or deficiency was identified with the alinity I stat high sensitive troponin-I reagent, lot 81023ud00.